Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there was no lead anomaly that caused the lead to be explanted. This observation no longer meets the definition of malfunction. Amending MDR decision to MDR=no report.

Event description:
It was reported that this left bundle branch (lbb) was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to a successful coronary sinus lead was implanted. No additional adverse patient effects were reported. Furthermore, this lead was not explanted due to any lead anomaly but was due to a better pacing location found with a coronary sinus lead. This lead will not be returned.

Event description:
It was reported that this left bundle branch (lbb) was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this left bundle branch (lbb) was explanted due to unknown product performance anomaly. A new lead with different model was implanted. No additional adverse patient effects were reported. Additional information indicated that the lead was explanted due to a successful coronary sinus lead was implanted. No additional adverse patient effects were reported.